Event description:
The device was placed in 2003 into a pt who had a motor vehicle accident. The pt sustained third degree burns on the left side of the body, buttocks and back of the head. Post cavagram revealed an inferior renal vein placement with no problems noted. Uneventful placement, size limits for cava were normal. The following month, it was discovered on CT that the filter had migrated approx 3-4cm superior to the renal vein. The following day, the filter was retrieved by snaring it. As a result of the motor vehicle accident and injuries incurred, the pt had been treated with fluids, on a ventilator, and was not very cooperative. The pt has to be suctioned frequently. It was thought the cava may have been at the upper limits with fluid overload and may have contributed to filter migrating. The next day, another vena cava filter was placed.